Manufacturer narrative:
Device evaluation summary: visual inspection shows the pressure monitoring line is separated from the device. Reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a dlp aortic root cannula, the customer reported that there was damage to the tube. The customer stated that a small amount of blood was deposited after insertion. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the cannula was not heated or cooled prior to use. There was no damage to the location of the sutures. The customer did not observe a blood leak from the site of the separation/damage. It is unknown how much blood patient lost as a result of this issue but a transfusion was not required. It is unknown if there was blood in the cannula. Blood adhered to the tip when inserted.

Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for damage to the pressure monitoring line. Visual inspection verified that the tubing was damaged, and it appeared to have been torn on the cannula body on the stop cock line. Additional inspection under magnification in the area on the cannula body where the tubing was, showed that it appeared to be angular, jagged and torn/cut. It was also observed that the torn portion of the tubing was angular and jagged. There was the appearance of solvent residue on the tubing, which verified that the tubing line was bonded to the cannula body. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.